Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka, fpa. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle would not retract with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: there was an incident while using a butterfly needle that precipitated in a needle stick injury possibly due to a faulty safety device. The button to retract the needle was pushed, an audible click was heard, however the needle did not retract and it was not noticed until the employee was discarding the needle and grazed her arm. Additional information received 2020-01-23: was there any exposure to blood/bodily fluids? (Yes), who was exposed? (Teleah old mlt), was the health worker stuck with the needle or was it grazed? (Needle stick, what area of the arm was grazed? Left or right? (Left ring finger), was any post exposure testing performed? (Yes), what tests were run? (Hepatitis/hiv panel), what were the results? (Negative, teleah is fully immunized, and had a tetanus booster shot on (B)(6)), are samples from this lot available? (Yes, 3 sent previously, another 4 being sent today), were there any photos taken during the time of incident? (No)."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the needle would not retract with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: there was an incident while using a butterfly needle that precipitated in a needle stick injury possibly due to a faulty safety device. The button to retract the needle was pushed, an audible click was heard, however the needle did not retract and it was not noticed until the employee was discarding the needle and grazed her arm. Additional information received 2020 (B)(6): was there any exposure to blood/bodily fluids? (Yes). Who was exposed? ([B][6] old mlt). Was the health worker stuck with the needle or was it grazed? (Needle stick). What area of the arm was grazed? Left or right? (Left ring finger). Was any post exposure testing performed? (Yes). What tests were run? (Hepatitis/hiv panel). What were the results? (Negative, [b][6] is fully immunized, and had a tetanus booster shot on [b][6]). Are samples from this lot available? (Yes, 3 sent previously, another 4 being sent today). Were there any photos taken during the time of incident? (No)."